Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow-up remotely. During interrogation of implantable cardioverter defibrillator (ICD), it was noted that the ICD was in backup vvi mode due to excessive telemetry. A device factory reset was performed and normal function was restored. The patient was in stable condition